Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting farfield oversensing. The health care professional (hcp) reported that reprogramming had already been performed, but occasional atrial beats were still oversensed. The hcp requested guidance regarding cross chamber blanking and the smart feature. Technical services (ts) noted that the latest atrial arrhythmia episode showed undersensing of true atrial events, which the hcp confirmed were below the programmed sensing threshold. Ts provided reprogramming optimization recommendations, and the adjustments were implemented during the call. It was also reported that the patient is left ventricular (lv) only paced, although right ventricular (rv) pacing was observed. Ts explained that rv pacing percentages reflect only beat counts since the last reset and are not time based, and that the rv programmed trending mode with threshold testing was not a concern in an lv only pacing configuration. This crt-d remains in service, and no adverse patient effects were reported.